Event description:
The co repair technician reported an infusion pump with defective main batteries. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last co service event. No additional info is known.